Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose value of 44 mg/dl and sensor glucose value was 92 mg/dl. The event involved product(s) mmt-7040ma, mmt-1884. Troubleshooting was not performed for hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for differences in glucose levels. The difference between sensor glucose and blood glucose values was 48 mg/dl and it is beyond 30% limit. Explained sensor may have no longer been responding to glucose changes. Customer requesting assistance with entering auto basal. No further patient complications were reported. The customer will discontinue use of the device. Mmt-7040ma was requested and customer response was the device will be returned. No product return is required for mmt-1884.